Event description:
It was reported by the rep that when the devices were used during a total abdominal hysterectomy procedure, two devices experienced an incomplete staple line. Another device was used to complete the case. There was no consequence to patient.